Event description:
It was reported that the patient started experiencing urinary incontinence with this artifical sphincter. The device was revised at the office and it was suspected a mechanical problem with the pump. Therefore, a surgical procedure will be perform and the future to revise the device and possibly remove it and replaced it. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient started experiencing urinary incontinence with this artificial urinary sphincter (aus). A surgical procedure was performed and it was noted a fluid leak in the device, which was caused by a hole in the balloon. All the components were removed and replaced with another device. There were no additional patient complications reported.

Event description:
It was reported that the patient started experiencing urinary incontinence with this artificial sphincter. A surgical procedure was performed and it was noted a fluid leak in the device, which was caused by a hole in the balloon. All the components were removed and replaced with another device. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus balloon underwent a thorough analysis. The component was visually and microscopically examined, and leak tested. No anomalies were found with the visual examination. Microscopic testing of the balloon identified that it had a pinhole in the shell at the junction between the sphere and the adapter, which is consistent with material fatigue. Additionally, the balloon did not pass the leakage testing. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of hole/perforated and fluid leak.